Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Treatment and patient outcome were not reported. It was reported that the patient is expected to resume pd therapy once a new pd catheter has been placed. No additional information is available, as the reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.